Event description:
Device malfunction: suture break. Time of device malfunction: during vessel closure. Symptom/ae: failure to achieve hemostasis. It was reported that a physician not trained in the use of the perclose a-t device attempted arteriotomy closure of an unspecified vessel after an interventional procedure. Reportedly, a suture break occurred. The device was removed and hemostasis was achieved using a second perclose a-t device. There were no reported adverse patient effects. No additional information was provided.

Manufacturer narrative:
The device is expected to be returned for evaluation. It has not yet been received.